Manufacturer narrative:
During testing at the service center the device did not alarm when an occlusion was present proximal to the device. The probable cause was due to contamination on the proximal pressure sensor pin. The contamination prevented proper movement of the pin; therefore, the device did not detect changes in pressure. The contamination was a result of use in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a s326 (proximal pressure sensor failure - pmc, left) malfunction alarm. No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device failed to detect a proximal occlusion.